Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The bg level was addressed with a bolus via the pump and a manual injection. Reportedly, the customer's site was needing to be changed as the site was in use for 3 days. The customer believed the site was the was the cause of the bg level; however, there was no damage to the site reported.